Event description:
It was reported that the device was used during adrenalectomy. The white pad fell off into the pt, the pad was retrieved with no consequence to the pt.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time. Sbw4/nxg4 09/03/2008.